Event description:
It was reported that, approximately two weeks post implant, the patient received an implantable pacemaker. Since that pacemaker implant, the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. There was also some noise. The pre-screen sensing test for the subcutaneous pulse generator had good sensing in the primary and secondary vector. Now, auto-setup failed in all sensing vectors. The smart pass was off and could not be programmed back on due to the low amplitudes. Technical services discussed some testing and trouble-shooting options. There were no additional adverse patient effects. The system remains implanted.